Event description:
The customer reported false positive antibody screening tests with biotestcell-p3. The customer had returned the supposedly defective product and three patient samples that had caused false positive test results. Our quality control laboratory retested these samples and confirmed the customer's results. Sample 1 and 2 reacted clearly positive with cell #3 of biotestcell-p3, while sample 3 showed a questionable result. Testing with another lot of biotestcell p3 confirmed the test results. Sample 1 and 2 were also tested in the tube technique and in the gel method. Both samples showed positive reactions at an incubation at 2 to 8°c and in the tube technique also at room temperature. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive antibody screening tests with biotestcell-p3. The customer had returned the supposedly defective product and three patient samples that had caused false positive test results. Our quality control laboratory is still testing the customer's material and different samples and controls. As soon as we will have the test results, we will send in our final report on this incident.